Event description:
Facility reported that the end of the primary set where the tubing goes into plastic housing of the male luer lock adapter does not have enough glue and it separated. Reportedly, set was not used on pt. This was discovered immediately after set was taken out of packing. There was no report of injury or medical as a result of this condition.